Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked liquid crystal display controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify low battery alarms due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has low battery life. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.